Manufacturer narrative:
Device evaluation: the product was not received. Therefore, the sample evaluation could not be performed, the reported issue could not be verified and product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was examining the suspect preloaded product under the microscope and the doctor thought that the lens was loaded upside down. But after a closer look, the lens was in the correct position. Haptic had curled the other way and gave the appearance of being upside down. Nevertheless, the doctor thought that the lens was a bit sticky. The lens tends to get stuck at the tip of the cartridge not wanting to offload from the plunger. No patient contact with this preloaded product. As the doctor was not comfortable using the suspect lens anymore, he asked for the back-up lens which was a zcb00. It was implanted ok in the patient's eye. No patient post-op injury. No other information was provided.